Event description:
Customer reported experiencing high blood glucose readings. Customer stated that she checked her blood glucose readings and the meter read high. Customer treated with manual injections multiple times and the blood glucose readings were still high. Customer's blood glucose reading at the time of the call was 600 mg/dl and has treated with two manual injections. Customer reported symptoms of a headache and tiredness. Trouble shooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.